Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient had disconnected without using aseptic technique during therapy. The patient was not hospitalized for the peritonitis event. On unreported dates, the patient was treated with vancomycin two grams every three days for three weeks intraperitoneally and gentamicin sixty milligrams daily for three weeks intraperitoneally for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.